Manufacturer narrative:
Additional narrative: product investigation was completed for part number 03.037.017 / lot number 9422885: one blade/screw guide sleeve (part number 03.037.017 / lot number 9422885) and following three (3) concomitant devices were also received; one (1) 130 degree aiming arm (part 03.037.013 / lot 9310936), one (1) buttress compression nut (part 03.037.016 / lot 9423634), one (1) aiming arm locking device (part 03.037.015 / lot 9434743). A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. As received conditions: the four devices were each received intact with marginal surface wear consistent with use. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The trocar (03.037.019) is inserted through the wire guide (03.037.018) which is inserted through the blade/screw guide sleeve (03.037.017). The blade/screw guide sleeve is connected to the aiming arm (03.037.013) via the locking clip (03.037.015) and the buttress compression nut (03.037.016). This provides a cannula to target the oblique hole of the tfna nail. This information is provided per the tfna technique guide. Drawing review: a review of the current design drawing / manufactured revision for the blade/screw guide sleeve was performed. During the investigation no unaddressed product design issues or discrepancies that may have contributed to the complaint condition were observed. The threads of the returned device were inspected at five locations along the length of the device found to not exceed the specification of 16.52mm +0/-0.03. However, due to post manufacturing wear it is unknown what the original diameter was at the time of manufacture. The devices were tested functionally with the buttress compress nut advanced to various positions (including the minimum advancement and the maximum advancement) along the threaded length of the blade/screw guide sleeve and at no time could the assembly not be disassembled. No functional issues were observed throughout testing. Thus, as no functional issue was identified, the complaint condition for this device is unconfirmed and could not be replicated. Upon visual and functional inspection of the concomitant devices (part numbers 03.037.013, 03.037.016, and 03.037.015) without an alleged complaint condition, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. The complaint condition could not be confirmed as the devices were found to assemble and disassemble as intended. Thus, as there are no unaddressed issues identified with the returned devices, further investigation (including a risk assessment review) is not warranted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of this report, aug 8, 2016, was omitted from initial medwatch #(B)(4) in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Reporting number 3008812560-06/07/2016-012-r. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfn advanced proximal femoral nailing system (tfna) procedure on (B)(6) 2016, the insertion sleeve got jammed after the helical blade was inserted. The surgeon was unable to get it off but since a long nail was used they were able to just pop the whole handle off. There was a five (5) minute surgical delay that did not affect the surgical or patient outcome. The procedure was completed successfully with no reported patient harm. After the procedure, the reporter was able to separate the sleeve after much struggle by turning it counter clockwise all the way down which caused it to finally unclick from the aiming arm. This is report 1 of 1 for (B)(4).